Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited out of range impedances, causing a polarity switch. No intervention has been reported, the patient would be monitored closely.